Event description:
As reported during a scheduled follow up the physician noticed that the left ventricular lead had no capture even at 7,5v@1,5ms. Since the patient was not symptomatic, she decided to continue monitoring the lead in the next follow up. Patient's conditions were good and stable. The physician doesn't know the cause of the loss of capture.